Event description:
It was reported that the device reached early battery depletion. It was noted that there were chronically high left ventricular outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.